Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced power switching with four of his batteries. There was no reported patient injury as a result of this event; however, the patient felt dizzy during the reported switching event. The battery ((B)(4)) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device ((B)(4)) met all requirements for release. Visual and functional examination of battery was not conducted as testing and investigation of similar battery performance issues were performed under a systemic investigation and were manufactured prior to the corrective action implementation. The most probable root cause of the reported power switching event may be attributed to a combination of batteries with a faulty internal cell pair and communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2014-00588, 2015-02670 and 3007042319-2015-02671) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that this patient experienced unexpected behavior with two (2) of his batteries ((B)(4)). One battery showed three lights on the gauge, indicating less than 75% charge remaining, when the controller changed to the second power source and a critical alarm occurred. During this event, the patient was sitting, had no mobile phone close to his body and was using the standard shoulder bag. He felt a short moment of dizziness and exchanged one of the connected batteries. It was stated that the patient is currently doing fine. It was reported that similar behavior also occurred with (B)(4) over the couple of days prior to (B)(6), 2014. Preliminary log file analysis revealed that all four batteries where involved in similar events. The batteries were removed from service and the patient was provided with replacement devices.